Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences with threshold suspend when blood glucose was not low. Customer states that sensor glucose level was unknown but blood glucose was 196 mg/dl and was alerting her, although the level was not low. Customer indicated that she was not at home to troubleshoot and troubleshooting advised customer to call back with carelink information so that they can work to resolve the issue. No further information was provided.